Event description:
It was reported that a pixel issue affected certain areas of the pump display, eventually making the entire screen black and inoperable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.